Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The 90% stenosed target lesion was located in a mildly calcified middle circumflex artery. A non bsc 7f guide catheter was engaged in the target vessel along with two non bsc guide wires. One wire was being used as a buddy wire. A promus element plus, mr, 2.50x16mm stent delivery system advanced in the lesion and bent at a 90 degree angle going from the left main artery to the middle circumflex. Resistance was encountered during advancement and applied force was used while attempting to cross the target lesion. It was noted that one of the struts were slightly lifted. The promus element plus stent delivery system was removed. A 2.5x6 flextome cutting balloon was used in the target lesion. The procedure was completed by a successful deployment of a 2.5x24 promus element stent. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The 90% stenosed target lesion was located in a mildly calcified middle circumflex artery. A non bsc 7f guide catheter was engaged in the target vessel along with two non bsc guide wires. One wire was being used as a buddy wire. A promus element plus, mr, 2.50x16mm stent delivery system advanced in the lesion and bent at a 90 degree angle going from the left main artery to the middle circumflex. Resistance was encountered during advancement and applied force was used while attempting to cross the target lesion. It was noted that one of the struts were slightly lifted. The promus element plus stent delivery system was removed. A 2.5x6 flextome cutting balloon was used in the target lesion. The procedure was completed by a successful deployment of a 2.5x24 promus element stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two stent struts stretched and bent in the ninth and tenth row from the proximal end. There was a bend on the hypotube 67cm from the strain relief which is consisted with the reported shaft kink. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent damage and hypotube kink and the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).